Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns therapy patient's generator "switched off," and a burst watchdog timeout cannot be ruled out. The patient also stopped feeling stimulation. Good faith attempts to obtain additional information have been unsuccessful to date.